Event description:
The customer obtained higher than expected vitros vanc quality control results on a vitros 5,1 fs chemistry system. Values of 11.8, 12.1, and 18.2 ug/ml were obtained from the vitros tdm pv I fluid versus the expected value of 7.5 ug/ml. Values of 30.6 and 31.5 ug/ml were obtained from the vitros tdm pv ii fluid versus the expected value or 21.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros vanc while the quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros vanc quality control results were obtained on a vitros 5,1 fs chemistry system. The higher than expected results were all obtained from a single vitros vanc reagent pack. The customer recalibrated vitros vanc using an alternate reagent pack from the same lot, and acceptable post-calibration quality control results were obtained. It is unknown if the quality control fluids in use were changed between test events. The root cause of this event is unknown.